Manufacturer narrative:
Further investigation has been initiated. The events of "delayed wound healing, seroma and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported "delayed wound healing", "serous fluid", "biofilm", "mild amount of capsular thickening and rind production" and "fibrotic capsule." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "inflammation and drainage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation and drainage.

Event description:
Healthcare professional reported left side "mastitis and increase in drainage." Device has been explanted